Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The device is used for treatment. Radiographs were provided and reviewed by a radiologist. Subsequent image demonstrates interval loosening and subsidence of the tibial implant greatest medially with lateral angulation of the tibial stem and knee varus. There is no fracture. Bone quality is osteopenic. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: psn fem cr cmt ccr std sz 10 l; ref (B)(4); lot#64808009; psn tib stm 5 deg sz f l; ref#(B)(4); lot#64682181; psn mc ve asf l 14mm 8-11/ef; ref#(B)(4); lot#64666580; psn all poly pat ply 32mm; ref#(B)(4); lot#64825834. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient had a left knee revision approximately two and a half years post-implantation due to pain and tibial subsidence. During the removal of the tibial tray, it was noted that the cement remained attached to the medial side of the tibia (which had subsided) and came detached from the lateral side. No additional patient consequences were reported. Due diligence is in progress for this event; to date no further information has been provided.